Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible an interaction with anatomy caused the posterior needle tip from not rejecting from the foot pocket. This left the posterior tip in the pocket when the plunger was pulled, likely inducing a separation of the cuff. When the foot was closed it captured the needle and suture which were cut post procedural. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional cerebral aneurysm coil embolization procedure with a 6f sheath. Reportedly, the suture was not attached to the needle when the plunger was removed. A new prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.